Manufacturer narrative:
Physio-control provided technical assistance and part number information to customer to replace the adult paddle adapter. Beginning on 02/28/2006, the vendor increased the amount of adhesive on the metal plates to improve plate retention.

Event description:
Found during routine testing and inspection. The customer reported that the paddle plate electrode came apart from the handle. There was no patient associated with the report.